Event description:
It was initially reported by the site that they could not interrogate vns patients with their programming system. Troubleshooting steps were performed, and it was noted that the issue lied in the handheld serial cable that was causing communication errors. Handheld was returned to manufacturer for analysis. Analysis is currently in progress for the returned handheld.

Manufacturer narrative:
Conclusion: device failure is suspected, but did not cause or contribute to a death or serious injury.